Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned rx cytology brush revealed that the pull wire was broken at the distal end of the handle cannula. There was no other issue noted and the handle was not broken. Functional analysis was not performed due to the condition of the returned device. Based on the condition of the returned device the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a cytodiagnosis procedure performed on (B)(6) 2017. According to the complainant, the handle was broken. The procedure was completed with another rx cytology brush. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broke.